Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2010, the pt contacted animas alleging the pump got very hot the night before, after receiving a low battery alarm at 11:46 pm. The pt reportedly removed the battery which she claimed was also hot. The pt denied that there were any signs of corrosion or moisture. The pt also denied experiencing any injuries or burns due to the alleged issue. The animas rep instructed the pt to come off of the pump and to use a backup plan. This complaint is being reported due to the following conclusion: the pt claimed that the pump and pump battery felt hot. There is no evidence, however, that the alleged issue caused or contributed to a serious injury. The pt denied that she suffered any harm or injury because of the alleged issue.